Manufacturer narrative:
Medron is a contract manufacture and does not own the design of the device and does not sell the device to end users. The seeker product is provided from medron to bard in bulk non-sterile packaging for further processing by bard. When a failure occurs, bard request a manufacturing review from medron. Medron reviews the device history records for the lot numbers provided and summarizes the assessment for bard. In addition to the manufacturing review, medron requests notification from bard if the event is reportable. In this instance, the event was reportable per bard and a MDR is submitted by medron.

Event description:
It was reported that during treatment of a heavily calcified lesion in the right sfa the tip of the support catheter allegedly detached and migrated to the profunda femoris artery. The health care provider (hcp) attempted to snare the detached tip but was unsuccessful. It was further reported that the hcp decided to leave the detached tip in situ as there was no potential health hazard to the patient. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.